Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® lh 68 i.u. Plus blood collection tubes were collapsed, causing machine probe to stop. No serious injury or medical intervention reported.